Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Electrical testing revealed high current drain from the hybrid. An anomalous hybrid was found to be the root cause of the high current drain and premature battery depletion.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) went from a projected longevity of 5 years. In (B)(6) 2023 to reaching the elective replacement indicator (eri) on (B)(6) 2024. The ICD was explanted and replaced. The patient was stable and discharged.